Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was disposed of by the facility per their protocol.

Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure.